Event description:
It was reported that, "pt presented with pain when weight bearing. Gruened zone number 5 has possible lysis. Acetabular cup was well fixed. Femoral stem was well fixed. Hip joint was opened and a milky substance rushed out. The fluid was sent for all the tests to check for infection. Tissue was sent for tests to check for infection. All stat tests came back negative for infection. Surgeon decided after those tests were completed to leave her stem and cup in. New product was opened for the cup liner and neck and head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: 30mm 0 version, catalog # nls-300000b, lot code: unk; trident 0 deg insert 36mm, catalog #623-00-36d, lot code: unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.